Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient "had an incident with his sugar the other day" and indicated that a family member had to contact someone for assistance in treating the patient. No further information was provided. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient had an unspecified blood glucose excursion requiring assistance of a third party and the pump could not be ruled out as a contributing factor.